Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being exposed to moisture. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit was received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit was received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit was received with cracked retainer, fading serial number label, damage keypad overlay texture, cracked case at battery tube side, minor scratched display window and scratched case.